Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to the low 200 mg/dl. A correction bolus was delivered to address the bg level. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, a system check to determine a possible cause of the occlusion was unable to be performed.